Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was multiple inaccuracies between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Customer provided only one cgm and meter bg reading. Reportedly, the cgm 77 reading was 98 mg/dl, and the meter bg reading was 337 mg/dl. No additional patient or event information was available. A root cause could not be determined.